Event description:
It was reported that the device was explanted due to calcification. Reportedly, this is a pt who has angina and congestive heart failure. Reportedly, the pt underwent coronary bypass seven years ago. The implant duration of the explant is 7 years.

Manufacturer narrative:
Device not returned.